Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. Manufacturing evaluation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted to the hospital with complaints of shortness of breath, fatigue and dark stools for 2 days. Hemoglobin and hematocrit (h&h) was 5.8 g/dl and 19.3 g/dl. The patient was transfused with 2 units of packed red blood cells (prbcs.) H&h rose to 8.1 g/dl and 25.6 g/dl following transfusion. The patient had a video capsule endoscopy on (B)(6) 2018 that showed a few non bleeding angiectasia in the duodenum and jejunum. H&h dropped on (B)(6) 2018 to 6.7 g/dl and 24.4 g/dl. The patient was transfused with 2 units prbcs and had double balloon enteroscopy that showed a single erythematous erosion in the proximal ileum that was treated with argon plasma coagulation. H&h remained stable following this procedure and the patient was discharged home. A resolved date of (B)(6) 2018 was provided.